Event description:
Equashield 10 ml syringe unit (lot 2528263a): 5 syringes from this lot number malfunctioned while compounding. When detaching the syringes from the vial adaptors, the needle protruded from the syringe tip and leaked solution. This also recently occurred with the female connectors as well. Ref reports: mw5172006, mw5172008, mw5172009, mw5172010. Pt code: 4580. Device codes: 3023, 2979, 1354.